Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a rash under the entire lifevest. Patient described the area as red and itchy, and that some areas have become raw and bleeding. There was no alleged device malfunction contributing to the irritation. Patient was prescribed triamcinolone acetonide cream by a physician. Follow up indicated that there are no more areas bleeding and the skin is healing.